Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator wire of a 6f exoseal vascular closure device (vcd) was not securely engaged in the vessel and slipped out. There was no reported patient injury. The device will be returned for evaluation.